Event description:
It was reported to philips that the oxygen was blocked while in use. This event was reported to have occurred during clinical use. No patient harm was reported. The customer spoke with a philips remote service engineer (rse). The customer reported the oxygen concentration was tested and the value shown above 50% was inaccurate. Further information is pending.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Update: this event was reported to have occurred during performance verification testing (pvt). There was no patient involvement or harm. There was no delay in therapy. Following the evaluation of the device, the authorized service provider (asp) replaced the oxygen sensor to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. The complaint investigation has come to a reasonable conclusion that the event is no longer reportable. The event is no longer reportable due to the customer having confirmed that the oxygen block was identified during testing, there was no delay to patient therapy, and therefore the malfunction does not have the potential to result in death or serious injury.